Manufacturer narrative:
The investigation determined that non-repeatable vitros glu, nbil and chol results from a proficiency sample occurred when tested on the vitros dt60 ii system. Acceptable values were recovered from quality control fluids prior to and after testing the proficiency sample. No definitive analyzer or reagent malfunction was identified. Repeatable results were obtained after the customer cleaned the optical read area of the analyzer. However, there was no evidence to suggest dirty optics was the contributing factor. The investigation was unable to determine the root cause of this event. A possible instrument issue, or sample pipetting error by the operator could not be ruled out as contributors.

Event description:
A customer observed non-repeatable results for glucose, neonatal bilirubin and cholesterol from a proficiency sample when tested on a vitros dt60 ii chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred with a patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).